Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements greater than 125 ohms. Additional information was received that this patient was to start radiation therapy on their left side; therefore, the patient's chronic atrial and defibrillation leads were surgically abandoned. The patient received 2 new pacing leads on their right side. This device is being used as a dual chamber pacemaker on the right side, with no tachycardia therapy at this time. It was noted that the system would be moved back to the left side upon the patient's completion of radiation therapy. The patient was subsequently placed in hospice care and later passed away from unrelated causes.